Manufacturer narrative:
The device in question is owned by maquet vertrieb und service deutschland (B)(4). During the performance of a preventive maintenance a maquet field service technician evaluated the unit in question. A defective control-board was found and replaced. The system was successfully tested to all factory specifications. The defective control-board was returned to the manufacturer and evaluated. It was confirmed that the digital isolator ic32 was destroyed through hotplug of the drive. "Hotplug" describes the disconnection of the drive, while the console is still turned on. According to the instructions for use (IFU) (section 4.1.3 - installing the rotaflow drive): switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Therefore it can be concluded that the instructions were not followed correctly, which led to the damage on the device. Since the hotplug of the device can also damage the rotaflow drive (rfd) the drive should also be sent back for an inspection. Therefore the rfd was also requested to be returned to the manufacturer. The manufacturer was informed that it is no longer comprehensible which drive was used and in addition no information of any defective drive was reported. Therefore no rfd will be returned for the manufacturer`s analysis. Based on the available information to the manufacturer at this time the reported error message "error head" can be confirmed. A damage on the digital isolator ic32 of the control board was found and it can be concluded that the digital isolator ic32 was destroyed through hotplug of the drive and therefore due to not following the IFU.

Event description:
(B)(4).

Manufacturer narrative:
October 15, 2015 12:49 pm (gmt-4:00) added by (B)(6): (B)(4). The device in question is owned by maquet (B)(4). During the performance of a preventive maintenance a maquet field service technician evaluated the unit in question. A defective control-board was found and replaced. The system was successfully tested to all factory specifications. The defective control-board was requested for further investigation. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that during preventive maintenance on start-up or rather after activation of the device the pump-head starts by itself and after 3 seconds the error message "head" is displayed. The flow rate is set to 0 rpm (rotations per minute) the error was produced/caused by the control board. After the replacement of the board the error was corrected. (B)(4).